Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator was explanted because "the battery was going dead". It is unknown if this is an allegation of premature battery depletion. Further information was requested from the healthcare provider but was not provided due to privacy restrictions.